Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer resumed insulin delivery. The customer's blood glucose level was not impacted. As the alarms had occurred in the past and the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.